Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via controller logs, but could not be replicated during functional testing. Log files indicate that the unit stopped being used on (B)(6) 2015, and it wasn't used again until (B)(6) 2016 (about eleven months). During this time of inactivity, the controller's internal battery lost its charge; hence the "0" readings noted during routine log file analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event, but there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the rtc's reset to zero can be attributed to a rundown of the controller's rtc coin cell due to an extended period of time without connection to a power source. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that patient was seen in clinic on (B)(6) 2016. The controller log files revealed an error in the date and time recorded by the controller; the controller showed the year 2000. The clinical engineering staff recommended a controller exchange. The controller was exchanged during the next patient visit on (B)(6) 2016. The patient tolerated the exchange well with no reported patient consequences. No further information was provided.